Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: g1 and h6 (device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: sep 25, 2017: litigation record received. Litigation alleges friction and wear causing large amounts of toxic metal ions and metal debris particles, severe pain, discomfort and inflammation. Update jan 03, 2017: pfs and medical records received. In addition to what were previously alleged, pfs alleges decreased range of motion, limited mobility, tissue damage, ambulation difficulties and impaired adl. After the review of medical records, it was stated that the patient was revised to address osteolysis, synovitis, possible loosening and abductor tendon debridement and repair. Revision notes reported inflammatory trochanteric bursitis, ruptured tendon, dark brown staining and loose femoral component. Clinical notes reported bursitis, stiffness and weakness. No metal level lab result was provided. This complaint was updated on: (jan 17, 2018.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 25, 2017: litigation record received. Litigation alleges friction and wear causing large amounts of toxic metal ions and particles, severe pain, discomfort and inflammation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, pfs alleges decreased range of motion, limited mobility, tissue damage, ambulation difficulties and impaired adl. After the review of medical records, it was stated that the patient was revised to address osteolysis, synovitis, possible loosening and abductor tendon debridement and repair. Revision notes reported inflammatory trochanteric bursitis, ruptured tendon, dark brown staining and loose femoral component. Clinical notes reported bursitis, stiffness and weakness. No metal level lab result was provided.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.